Manufacturer narrative:
Concomitant product continued: 694765 lead, implanted: (B)(6) 2008; 407652 lead, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high thresholds and no capture. It was also noted that there was a sudden change in impedance to high levels in all configurations. An alert triggered. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.